Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
It was reported that bd alaris smartsite texium secondary set was leaking the following information was received by the initial reporter with the following verbatim it was reported by the customer that apparently the IV set was leaking chemo fluids at port. The leak happened at the texium port.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of leakage could not be verified due to the product not being returned for failure investigation. A device history record review for material# 10013364t and lot# 24059150 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 07may2024. There were quality notifications issued for the failure mode reported by the customer during the production build of this set for lot 24059150 as notification ID # (B)(4) on 09dec2024. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
Materials: 10013364t batch#: 24059150. It was reported by the customer that apparently the IV set was leaking chemo fluids at port. The leak happened at the texium port. Rcc received a complaint via email. Chc complaint reference #: (B)(4), customer (hospital) name: xxxxx xxx- xxx, customer address: xx xxxxx st, xxxxx xxxx, xx, xxxxxx, xxxx, contact name: xxx xxxxx, phone: xxxx-xxx-xxxx ext. Xxxx, e-mail: (B)(6), correspondence language: english, cat# of product being complained: al10013364t, description of product: smartsite second nv 81cm 12ml nf vlvbg acport dehpf 100ea/ca, lot or s/n: (B)(6), complaint category: leaking, reportable: no, incident date: (B)(6)2024. Hospital complaint reference #: details of complaint (reported issue): apparently the IV set was leaking chemo fluids at port. The leak happened at the texium port. This happened with two different sets on the same day. Both were from the same lot number. **customer indicated that they wish to be provided with the final results of this investigation. Photos will be sent via separate email. Complaint noticed: during / after use problem frequency: a few times customer exposure: patient injury: no has health canada been informed? Unknown qty affected: 2 ea samples available? No is customer requesting an rga? No.